Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an error alarm. Blood glucose level at the time of the incident was not provided. The device will not be replaced and the customer will not return it for analysis.